Event description:
It was reported, that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous, and moderately calcified cephalic vein. A 7.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed six times. However, during the sixth inflation at 12 atmospheres, the balloon ruptured vertically in the middle part. The device was removed without any problem. And the procedure was completed with different device. There were no patient complications nor injuries reported. And the patient condition was good after the procedure.